Manufacturer narrative:
Correction: e1 - initial reporter information corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a recent fall, the patient was unable to enter MRI mode. Diagnostics revealed high impedances on the lead. Additionally, the patient experienced pain at the ipg site and a burning sensation [related manufacturer reference number: 3006705815-2026-01049]. As a result, surgical intervention may be undertaken to address the issue.